Event description:
It was reported to philips healthcare that the display of the heartstart xl was noted to be blank during start of staff shift.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.